Event description:
It was reported that the customer had a audio beep anomaly on the insulin pump. The customer's blood glucose level unknown mg/dl. The customer was advised to observe the insulin pump and call back if problem persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.